Event description:
It was reported that a patient presented with externalized conductors observed on imaging. Loss of capture was noted. The patient was scheduled to be seen in-clinic to reassess. No additional information was reported. No adverse patient consequences were reported.